Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced with a non boston scientific product. This product is not expected to be returned. No additional adverse patient effects were reported.